Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm1). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted general gastric bypass surgical procedure, the customer reported to technical service engineer (tse) that one of the universal surgical manipulator (usm) arms would not engage. The customer detailed the sterile adapter (sa) would not engage on usm arm 1. Prior to calling the customer power cycled system and replaced drape and was able to get sa to engage and proceeding with case. No related errors in current set of live logs (post system restart). Tse can walk the customer through visual inspection of carriage on usm 1 to ensure no foreign objects restricting the sa from resting flat on the carriage as well as to check presence pins for proper function. The customer tried to power cycle and the presence pins on the usm with no change. The customer stated that they were canceling cases until the system was serviced as they cannot get the usm to read sa's and they need all 4 arms working. The procedure was aborted as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In logs, the 25930 error was found indicating fault on the instrument sterile adaptor (isa) printed circuit assembly (pca) confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the isa pca was inspected, and no faults could be identified. The complaint was confirmed based on the field evaluation and failure analysis.. Although the error code points to the sterile adaptor, the probable root cause cannot be traced more specifically based on failure analysis, which was unable to replicate the issue during in-house testing.

Event description:
Refer to h11 for follow-up information.